Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant procedure. Prior to implant, the pacemaker was interrogated and the radio frequency telemetry was not responsive. The pacemaker was replaced and the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.